Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips there was a device error and the display was disabled. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the device error indicates display disabled. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem, however, the customer decided to resolve the issue on their own as the device as end of life (eol). This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer's site. No further action is warranted at this time. H3 other text : customer resolved.